Event description:
It was reported that bd intima ii needle broke. 25-1 preoperative intravenous fluid injection, intravenous indwelling needle is given, component material defects, after repeated operation or slight external pulling, it is easy to get stuck and break, stop immediately, and replace the indwelling needle with a new one for the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction: (d) lot # is unknown. Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.